Event description:
Pt initially implanted with occipital cervical plate construct in (B)(6) 2011, due to trauma. Pt developed an infection in (B)(6) 2012, and was returned to operating room for a wound washout. X-ray taken in late (B)(6) 2012, after that procedure revealed the left locking cap was out of the plate. Pt was returned to the operating room on (B)(6) 2012 with wound drainage issues. Surgeon replaced the left locking cap and, noticing the right was loose, also replaced the right locking cap. No other components of the synapse 3.5mm rod system appeared to be loose or migrated. This is 3 of 7 reports for the same event.

Manufacturer narrative:
Device was not explanted and remains implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.